Manufacturer narrative:
Device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned samples the proximal section of the catheter measured approx 25 cm in length from the molded bifurcate to the distal end where the shaft separated. It appears that it may have been cut at an angle. There appeared to be 6 small kinks along the shaft of the catheter. There appeared to be 7 small kinks on the distal section along with a flattened section approx 3 cm from the end. There were diagonally oriented marks just proximal of the distal band, possibly hemostat marks. Some of the marks appeared to have gone partially through the tip wall. The balloon had a circumferential break approx 4 cm from the proximal end of the balloon. The distal section of the balloon was pulled forward, distally, over the tip of the balloon and was bunched up. Through manipulation was able to fold the balloon proximally back over the distal tip of the balloon. There was a circumferential break approx at the cone to body transition. There was a gap between the two sections of balloon material that was approx 6 mm in length. The distance between the marker bands out of spec. This balloon appeared to have been stretched. Able to achieve full patency through the proximal section of the catheter, but not through the distal section. The guidewire would only pass approx to 33 mm into the distal end and approx 18.88 cm from the proximal end. The proximal end of the distal section and the distal end of the proximal section of the catheter appear, under magnification, to mate together. It is unk if pt and/or procedural issues contributed to the circumferential rupture. This application is considered to be "off label use", as the current IFU (instructions for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this prod for procedures other than those mentioned. It was also noted that a 10cc syringe was used for inflation. It is unk if a pressure gauge was used for the pressure at which the balloon burst. The current IFU (instruction for use) states: inflation pressure must be monitored during dilatation procedure. Use of a pressure gauge is recommended.

Event description:
It was reported that during angioplasty of an upper arm av fistula for stenosis, the balloon and a portion of the catheter detached during the first inflation using a 10cc syringe. A 0.035 hydrophylic glidewire was used for the procedure. It was noted that when the pta device was removed after first removing the 7f sheath, the end of the catheter and balloon were not attached. Pressure was applied, the dr enlarged the opening a little and was able to massage the detached component down and remove it with forceps. The procedure was completed with a different pta balloon using an 8f sheath, and the opening was sutured as it was larger than usual. The pt is doing fine at this time and the fistula was able to be used for dialysis the next day.